Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the pacemaker was over-sensing noise in the atrial and ventricular channels. No intervention was performed, and the clinic will continue to monitor the patient. Patient status was not provided.